Event description:
It was reported that "during normal use" the suture thread of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter broke. It is unknown how long the device was in place in the 60-year-old male patient prior to the suture breaking. It was said that this occurrence led to accumulation of fluid and blood, resulting in local swelling, that needed to be extracted. A new drainage catheter was placed. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E1 - phone number: (b)(60. H3 - device evaluated by mfg.? It is unknown if device will be returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This complaint no longer meets the definition of a reportable event. See h11

Manufacturer narrative:
This report is being sent to indicate the complaint event is not reportable. In additional information received 04jan2026, it was clarified that the suture broke during the placement procedure while attempting to form the loop configuration. The suture broke at the point of the mac-loc hub outside of the patient and did not require retrieval. The mention of "accumulation of fluid and blood" requiring extraction referred to the need to place a new catheter for drainage. The patient did not require an additional procedure or experience any adverse effects. There is no evidence to suggest a suture thread that breaks during the procedure or during the locking of the mechanism would be likely to cause or contribute to a death or a serious injury if the failure were to reoccur. Furthermore, there is no evidence that a cook device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction of a cook device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.